Event description:
The midas rex¿ legend ehs stylus high-speed surgical drill with medtronic midas rex avs15 15cm variable exposure straight small bore attachment were returned to central sterile processing department with repair tag "complaint was overheating." Replacement midas rex drill was available.